Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and deformity diagnosed via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture" diagnosed via ultrasound. Patient reported later by us "deformity and ruptured breast implant caused by trauma". This record is for the right side. Device was explanted.

Event description:
Patient reported right side "rupture" diagnosed by ultrasound. Patient later reported by ultrasound "deformity and ruptured breast implant caused by trauma." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, a5, a6, b3, b5, g2.